Event description:
It was reported that the bd¿ nac-y site tubing experienced leakage. The following information was provided by the initial reporter: leakage problem.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-aug-2022. H.6 investigation summary: samples were returned for investigation. Damage was observed on the valves of the samples provided. The customer complaint was confirmed. A review of quality notifications was performed with no record of samples with damage being reported since the molding of this component began at the namc. The damaged component is supplied by namc. Namc was notified of the defect and the potential root causes for this damage were determined to be bad grippers, damage during conveyance, and worn out gate inserts. A device history review was performed and 2 quality notifications were documented between 12-aug-21 to 11-aug-22 for part number tc10008292. However out of those 2 qns, none of them have been documented for this condition. H3 other text : see h10.

Event description:
It was reported that the bd¿ nac-y site tubing experienced leakage. The following information was provided by the initial reporter: leakage problem.